Event description:
The customer reported a qprep vortex mixer failure on the fp1000 cell preparation system. A field service engineer (fse) was dispatched to the site. He identified a "strong smell of over heating" while working on the instrument. The fse identified the vortex motor 'on' but not functioning. The fse stated the motor was too hot to touch for twenty minutes and he suggested that a potential of a fire hazard existed. There was no fire or smoke seen by the customer or the fse at the time of the event. Neither the fse nor the customer stated any exposure and no one sought medical attention for any reason associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events. The field service engineer (fse) determined the reason the vortex mixer was not running was due to the grub screw that secured the mixer pulley to the motor shaft. The grub screw had worked loose and was protruding to the extent of almost falling out. As the motor tried to turn, the grub screw had hit the motor mounting screws. This meant that the motor was trying to turn but was unable to and this malfunction caused the motor to reach a high temperature. An investigation by beckman coulter product compliance engineering into the potential for a fire hazard concluded there was little to no potential for this failure to become a "fire hazard" due to software fail-safe in place. Further, engineering tests conducted as part of the investigation indicated that the temperature realized on the motor's body reached about 178 c, at which time the motor windings themselves burnt out, together with the driver circuitry from the driver board. This essentially killed power to the motor and the temperature never went above 178 c. There was also no evidence of high temperature or overcurrent conditions on the driver board. The fp1000 is listed by csa international to the following standards; (B)(4).